Event description:
It was reported that the patient experienced three infusion set issues in which patch did not stick to skin upon insertion due to adhesive issue event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.